Event description:
It was reported that during paroxysmal atrial fibrillation - pvi, no intracardiac electrogram (ic) signal and the surface ECG signals appeared on both carto and ep recording system and caused the procedure to be extended slightly. The patient was under general anesthesia for 4 hours. The system was rebooted, the catheters were disconnected from the connectors, and then reconnected and also the ECG cables and electrodes were changed, but the problems continued. Then, the carto ECG was disconnected, and the ep recording system was connected directly to the patient. We were able to create an anatomy of the left atrium while we were trying to resolve the issues with the electrograms, and once we had collected the anatomy, the operator wanted to start ablating, and needed signals from the lasso catheter. At that time, we really weren't sure of the piu because we still had no signals at all (partly because we had by this point disconnected the body surface ECG), so an optima circular catheter was plugged directly into the ep recording system, and jumped across to a pin box on the piu in order to visualize the catheter. We then noticed that we had signals on carto, and the case was completed without further problem.

Manufacturer narrative:
The concomitant products: smart touch: model# d-1336-02-s, lot # unknown. Carto 3: model # m-4800-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The cable was returned to the manufacturer for analysis; visual inspection and electrical test were performed. Visual inspection passed, the catheter was found in physical normal condition. Electrical test failed, shorting was found between pins 21 and 32 at one of the connectors. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed; during testing, the cable presented a shorting malfunction that may contribute to the loss of signals.